Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a proximal circumflex artery stenting procedure, a xience v stent delivery system (sds) was advanced without difficulty. The xience v balloon was inflated to 10 atmospheres and the stent deployed without issues. The xience v balloon was fully deflated and as the sds was being removed it was noted on angiogram that the stent was found just distal to the guide catheter in the main ostium. A non-abbott 3.0 balloon was advanced and inflated to capture the free floating xience v stent. The non-abbott balloon, guide wire, xience v stent, and guide catheter were attempted to be removed as one unit through the same non-abbott introducer sheath and as they were pulling back as one unit through the sheath, the stent detached from the non-abbott balloon and was free floating in the profunda femoral artery. The procedure was abandoned. The physician decided to leave the stent free floating and monitor the patient. The patient has been released from the hospital. There was no additional information provided.